Event description:
During a follow up, episodes of undersensing were observed on the device. Technical support was contacted and an in clinic follow up and reprogramming was recommended. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.